Event description:
A distributor in (B)(6) reported they would be returning a c-flex head positioner for repair after a user noted it was "drooping" following a pt case. There were no impacts to the case and no injuries to the pt, the distributor confirmed.

Manufacturer narrative:
A final report will be prepared when the head positioner is returned and the investigation completed.